Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient's peritoneal dialysis nurse that the patient developed peritonitis; a condition which was reasonably associated by the patient's nurse to touch contamination of the patient's catheter. The culture date was (B)(6) 2016, and the culture was positive for staph epidermis. To treat the infection, the patient was prescribed vancomycin at a dosage of two grams every five days, over a period of twenty-one days. No hospitalization was required, and the patient reports feeling much better. No peritoneal dialysis treatments were missed due to the infection; accordingly, the last therapy on the cycler before the diagnosis was not greater than 72 hours prior to said diagnosis. The nurse reported the patient had no other comorbidities other than end stage renal disease, but was unable to provide medical records for review upon request.